Event description:
According to the reporter, during a laparoscopic right inguinal hernia repair procedure, when started (o2 tubing connected to vent) no space was created inside abdomen means no co2. Machine read 0,2,4. Surgeon tried 1,2,3rd vents but it did not work. There was no patient injury.

Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the trocar balloon; lock collar and obturator appeared intact. The insufflation bulb was received. Pmv performed functional testing, the balloon was inflated no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.